Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2014 and suture was used. During the procedure, the suture pulled off of the needle. The needle did not fall into the patient. The procedure was completed successfully. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.